Manufacturer narrative:
H3, h6 - non-destructive visual evaluation was performed on the 86-4619 pfc pli tibial insert. Wear was observed on the ultra-high molecular weight polyethylene insert during surgery to investigate source of knee pain and possible infection. The articulating surfaces of both condyles of the tibial insert showed areas of burnishing, delamination, pitting, and amber discoloration. The inferior side of the insert had light burnishing over most of the surface. In summary, during surgery to investigate the source of aninfection and complaints of knee pain, a worn pfc tibial insert was observed and replaced. There were no apparent material or mfg defects noted on this component.

Event description:
Pt experienced pain and infection in knee. Revision surgery on 9/27/96 found delamination of tibial insert.